Event description:
(B)(4). It was reported by the consumer that the unspecified walker had two loose screws on the crossbeam front section. Additionally, it was reported that the legs had sharp ends that poked thru rubber tips on bottom of walker. There was no injury reported.